Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states wheels are spinning while in locked position. Motors are slipping and making a grinding noise. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.